Event description:
It was reported that the customer experienced an unknown elevated blood glucose (bg) level that resulted in a hospitalization. Cause was not known. The customer allegedly "didn't remember" any details regarding the reported event, therefore no additional information was obtained.